Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 17.1-17.5cm from the connector pin, consistent with lead friction to the device can. The outer coil was exposed at this location, consistent with the field observation of noise. (B)(4).

Event description:
It was reported that noise resulting in syncopal events for the patient was observed. The lead was seen under fluoroscopy and no abnormalities were observed. Due to uncertainty of noise coming from the lead or the device the physician elected to replace the lead. The lead was explanted and replaced. Patient is in good condition.